Manufacturer narrative:
D4 expiration date: 01-sep-2029 or 01-feb-2028. D4 UDI: (B)(4). H4: 05-nov-2024 or 17-apr-2023. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-a plate fractured intra-operatively and remains implanted. The patient is stable but presenting with mild low back pain and sciatica. He is under clinical follow-up without evidence of spacer migration and no intervention is currently planned.